Event description:
The field service representative stated the customer obtained a questionable result for 1 patient sample when tested with the intact human chorionic gonadotropin + the ss-subunit (hcg+ss) assay. An hcg+ss result of 16 miu/ml was reported outside the laboratory. The physician called on (B)(6) 2012 and questioned the result. The laboratory repeated the test on the same aliquot used for the initial test and obtained a result of 513 miu/ml, which was released as a corrected report. The patient was not harmed due to the erroneous result. There were no adverse events. The hcg+ss reagent lot number was (B)(4), with an expiration date of (B)(6) 2013. The field service representative determined the ews aspirate nozzle was mildly bent. He replaced the nozzle, checked all adjustments, made minor adjustments to the sample probe, reagent probe, and sipper 1. He ran performance tests before any adjustments with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.